Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation to show a causal relationship between the patient hospitalization for uti, pneumonia and hypokalemia and the liberty cycler. Additionally, there is no reported allegation of a malfunction against the liberty cycler. Per the nurse the uti and pneumonia are not related to the pd therapy. There is a temporal association between pd therapy and the patient¿s hypokalemia. Pd therapy removes potassium from the patient during each treatment through the dialysate and is further exacerbated by the patient¿s report of vomiting. It is unknown if the patient had any concomitant medications that could have contributed to the hypokalemia. The patient was non-compliant in taking their potassium supplement, so the potassium levels continued to reduce.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed that the patient was hospitalized on (B)(6) 2017 due to urinary tract infection (uti), pneumonia and hypokalemia. The nurse stated the patient was admitted to the hospital with signs and symptoms of nausea, vomiting, pneumonia and potassium level of 2.6 (unknown units). Per the pdrn, the patient was non-compliant with taking their potassium supplements (type, dose, frequency unknown) which contributed to the low potassium levels. The patient¿s potassium supplement was adjusted during the hospitalization. It is unknown if there was any growth in regards to the uti culture, but the patient was treated with antibiotics (type, dose and duration unknown). The patient was treated with antibiotics (type, dose, and duration unknown) for the diagnosis of pneumonia. It is unknown if there was a culture completed for the pneumonia. The patient continued with pd therapy during the hospitalization with no changes to treatment. The patient¿s potassium was reported to be improving. The patient continues to recover and complete pd therapy with no reported issues.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.